Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicm5 12.6, -8.5 diopter, implantable collamer lens tore during loading. Lens tore/broke during injection/delivery into the eye. Patient contaqct(lens touched the eye). Cause of the event is reported as unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).